Event description:
In 2010, pt had right total hip replacement. Pt states from the time she woke from surgery up to present, she has been inconstant pain. Pt states she had to had two hip dislocations on (B)(6) 2014. On (B)(6) 2014, pt was given a brace to wear, but it only made the pain worse. On (B)(6) 2014, pt had revision surgery on her hip, to replace the "ball and socket". Pt states she still has pain after revision surgery, with severe pain around her buttocks/groin, swelling in her legs/feet to the point where they split open. Pt has her 6 weeks f/u appt on (B)(6) 2014. Pt wants to know "what can I do?", since she has been having problems with hip replacement. Pt has been seeking legal advice from attorneys.